Event description:
The companion 2 driver was approved for use by FDA on (B)(4) 2012, with software version 1.23. From clinical experience with the companion 2 driver in (B)(4), syncardia became aware that the fill volume algorithm could have difficulty in identifying the beginning of ventricular filling or "start-of-integration" of the flow rate waveform in certain clinical situations. This causes under-estimation of the filling volume and the calculated cardiac output of the ventricle. The result is that the estimated cardiac output is lower than the actual achieved output, which may cause a "low cardiac output" alarm on the driver display. On (B)(6) 2012, the customer reported that several hours after implant of the syncardia temporary total artificial heart (tah-t), with companion 2 driver (B)(4) as the supporting driver, he observed that the cardiac output trend was slowly decreasing. This is a typical sign of a slowly progressing tamponade, which is a well-documented adverse event in early post-operative patients. The customer also reported that he observed that the companion 2 driver was exhibiting periodic low cardiac output alarms and that the start-of-integration point on the flow rate waveform jumped to uncommon points on the waveform. The patient was clinically stable as to cardiac output and blood pressures. The patient was switched to companion 2 driver (B)(4), and the driver exhibited the same low cardiac output alarms and difficulty in identifying the start-of-integration point of the flow rate waveform. The low cardiac output alarms were suspected to be caused by an inaccurate start of integration which was observed on the driver display. The start of integration line is shown on the flow rate waveform. It is suspected that the patient's clinical situation of tamponade caused the driver to have difficulty in identifying the start of ventricular filling, ie, start-of-integration point of the flow rate waveform. The difficulty in identifying the start-of-integration was not on every heart cycle and was only periodic. The patient's blood pressure and clinical status were stable. The patient was taken back to the operating room and the fluid and blood clot that were compressing the left atrium were relieved. The fill volumes returned to normal values and there were no more instances of periodic low cardiac output alarms.

Manufacturer narrative:
Clinical use of companion 2 driver (B)(4) with software version 1.23 posed a low risk to the patient, because it did not affect the ability of the companion 2 driver to perform its life-sustaining functions. There was no patient impact. FDA approved PMA supplement (B)(4) to upgrade the companion 2 software to software version 1.25 on (B)(4)2012. This software upgrade was intended to correct the driver's ability to identify the beginning of ventricle filling, ie, start-of-integration that occurred periodically in certain clinical situations, thus preventing miscalculated fill volumes and sounding low cardiac output alarms. On (B)(4) 2012, software version 1.25 upgrade was installed in companion 2 driver (B)(4) on site by a syncardia senior engineering technician. After the upgrade was installed, the companion 2 driver passed the functional test and system check. The patient was switched back to companion 2 driver (B)(4). A syncardia clinical support specialist observed and evaluated the flow rate waveforms for 30 minutes and confirmed that there were no fill volume or cardiac output miscalculations caused by an incorrect start-of-integration. The companion 2 driver performed as intended and the periodic low cardiac output alarm issue was resolved. Software version 1.25 upgrade was also installed in companion 2 driver (B)(4). There were no other reported low cardiac output alarms. On (B)(6) 2012, the customer notified syncardia that the patient expired from multi-organ system failure. The customer confirmed that the patient's death was not device related. Syncardia has completed its evaluation of this complaint and is closing this file.